Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation resulting in a lack of pain relief along with an inability to charge the implantable pulse generator (ipg). The physician noted confirmed high impedance on both leads, suggesting a possible lead fracture. The patient subsequently underwent a revision procedure where the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were disposed by the medical facility and were not returned.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h6: patient and device codes. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6), UDI: (B)(6), UDI: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: (B)(6) UDI: (B)(4) UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation, and the implantable pulse generator (ipg) was not holding a charge. It was also noted that the patient's spinal cord stimulator (scs) leads were fractured and showed high impedance. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was disposed of by the facility.